Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication, and blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that there is a slit and a small pin size hole in the tubing which caused blood to leak. I spoke with (B)(6) at bd this morning regarding a defect in bd item 367342 lot# 0301741 exp. 10/31/2022 (23g bd vacutainer blood collection set). These were ordered through cardinal health on 2/22/2021. The po# is (B)(6) and the sales order number is (B)(6). We are requesting a claim be submitted for either credit or replacement for 24 defective devices that were removed from our inventory. We had a total of 4 boxes (50/bx) of this lot# that we had to observe for tubing defects. There is a slit, and in some a small pin size hole in the tubing which has caused blood to leak from the tubing. There were a couple times that patients had to be redrawn due to blood leaking.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication, and blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that there is a slit and a small pin size hole in the tubing which caused blood to leak. I spoke with joe at bd this morning regarding a defect in bd item 367342 lot# 0301741 exp. 10/31/2022 (23g bd vacutainer blood collection set). These were ordered through cardinal health on 2/22/2021. The po# is (B)(4) and the sales order number is (B)(4). We are requesting a claim be submitted for either credit or replacement for 24 defective devices that were removed from our inventory. We had a total of 4 boxes (50/bx) of this lot# that we had to observe for tubing defects. There is a slit, and in some a small pin size hole in the tubing which has caused blood to leak from the tubing. There were a couple times that patients had to be redrawn due to blood leaking.

Manufacturer narrative:
H6: investigation summary: bd received 2 customer photos as well as 26 unused physical samples in original blister packaging were received for review and analysis. The photos and 23 of the 26 samples confirm the reported issue of a sliced tubing. Therefore, this complaint is confirmed. Additionally, 100 retention samples were subjected to a visual inspection and 3 out of 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to functional testing and no failures were observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos and samples received. The root cause of the hole in tubing is a crash jam that occurred during the manufacturing process.